Manufacturer narrative:
Tandem¿s t:slim user guide states to check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see any insulin drips exit from the end of tubing while filling. The customer inspected the luer lock connection and observed insulin at the luer lock. The customer believed that there was not a secure connection with the luer lock. The customer reconnected the same tubing and completed the fill tubing successfully. There was no impact to the customer's blood glucose level.